Event description:
A report was received on 24 apr 2024 from a health care professional (hcp) at a critical care facility, who stated a dialysate bag broke and leaked on 21 apr 2024. Additional information was received on 26 apr 2024 from the hcp who stated there was no adverse impact to the staff.

Manufacturer narrative:
A photo was provided which confirmed the presence of a leak from the small chamber perimeter seal. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.